Manufacturer narrative:
(B)(4). G2: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42502606401 femur cemented cruciate retaining std left size 8 lot# 65522289, MDR: 300796382-2024-00006. 42532007901 tibia cemented 5 degree stemmed left size g lot# 65546733 MDR: 300796382-2024-00007.

Event description:
It was reported that an acute infection tkp let with hemolytic streptococcus group g, that led to hospitalization of patient with IV antibiotic treatment (amoxicilline IV and clindamycin). The complication was resolved 4 months after date of occurrence, knee is now doing well, no symptoms, no sickness, no signs of infection, and treatment has therefore been concluded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was also reported that the patient underwent debridement and irrigation with retention of implants. No additional information available.